Event description:
Customer called and complained of prime-rewind anomaly and accidentally forgot to disconnect from qr and pump injected the insulin from reservoir into them. Customer was advised to go to the hosp. Customer's family member was present and was able to drive them to the hosp. Customer had low bg at time of call. Troubleshooting was performed.